Manufacturer narrative:
The date of manufacture has been added. Additional information has been received stating that the unit was able to continue ventilation, thus this case has been determined as "not reportable". The reported failure has not caused a death or serious injury nor is it likely to cause a death or serious injury, or require medical intervention to prevent a death or serious injury.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that vvt(ventilator verification test) doesn't pass. The patient use status is unknown. No further information was provided at this time.